Event description:
Blue end of ultrasite valve sinks in when a saline flush is applied. Microbore extension set with ultrasite valve eight days in 2007. This problem has occurred with each extension set we used since the first day. Diagnosis or reason for use: PICC line.